Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected the heater bag and then reconnected a new solution bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check supply line which occurred on home choice (hc) during use during fill 6. The baxter technical representative (tsr) told the caller that the hc was looking for a bag on the supply line. The caller had removed the heater bag and put a new bag on the heater line. The caller said they were told by their facility that it was okay to switch out the bags if they were using cover shields. The tsr recommended the caller to end therapy. The caller will contact the doctor regarding proceeding with present supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.